Event description:
It was reported that leg bags fell apart in foley catheter and the clip on bags broke. It is unclear if the lot number was requested. No additional information provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that leg bags fell apart in foley catheter and the clip on bags broke. It is unclear if the lot number was requested. No additional information provided.